Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the weld of one of the pin caps at the distal end of the broach handle broke off. The fractured pin cap was not returned. Impact marks were observed on the strike plate and handle near the etching. The square orientation feature is lightly scratched and deformed. Fracture analysis of the weld region was inconclusive due to the small size of the weld and post-fracture damage. Xrf analysis found the broach body material to be consistent with 17-4 stainless steel alloy. The pin was too small for analysis with available handheld xrf equipment. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a metal part fell off when the femur was rasped. No parts remained in the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.